Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: testing was unable to duplicate excessive battery usage. Multiple replace battery alarms and multiple low battery warnings observed in the black box. Evidence of excessive battery usage observed in black box. Battery compartment intact, no damage. Evidence of moisture contamination found inside battery compartment and on underside of battery cap. Battery cap is able to fully tighten. A power loss was not observed. Current draws within specifications. Pump case was removed, no evidence of additional moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed battery compartment leak and a dim display. This report is made based on the results of an investigation completed on (B)(6) 2013.